Manufacturer narrative:
Patient identifier not available from the site. Device not returned to manufacturer for evaluation. Part not received.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a spinal fusion procedure, the site took an imaging spin and the images were not transferred to the navigation system. There was a delay to the procedure of less than one hour, and there was no reported impact on patient outcome.

Manufacturer narrative:
Correction: aro left off of initial report. The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: (B)(6). Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000470, version #: 4.0. The software analysis was unable to determine the probable cause of the issue and if it relates to software anomaly based on the review of the information documented on record. If information is provided in the future, a supplemental report will be issued.